Event description:
Customer reported, unexpected negative antibody screen reactions on galileo using pooled screening cells; an anti-k was not detected in an autologous donor sample.

Manufacturer narrative:
A service call revealed that the washer manifold contained buildup. The washer manifold was cleaned. During the visit, the engineer, checked and adjusted washer flowrates, checked residual volume, verified washer teach positions, checked manifold tips and alignment; all were acceptable. Daily maintenance, including reader performance, was performed with acceptable results. Samples ran with expected results. The system operated within specifications.